Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having lung cancer and re-diagnosed with lymphoma. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having lung cancer and re-diagnosed with lymphoma. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. Evidence of sound abatement foam degradation / breakdown was not observed in the base unit. Secondary findings such as case orchestrator data was available. Dust/ dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, airpath, suggesting a source external to the device. Evidence of water ingress on the blower and blower box. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination. Presence of contamination in the airpath. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 3 errors found. The manufacturer concludes that there was no evidence of sound abatement foam degradation in the base unit, but evidence of water ingress on the blower and blower box. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination. Presence of contamination in the airpath was observed. Section d8, d9, h2, h3 and h6 were updated.